Event description:
"Saturday 15th 21:00 vent made high pitched whining noise for approx 20sec's and then shutdown, with the vent inop alarm. Onsite medical staff attempted to restart the vent to no avail, and then bagged the patient for three hours until a replacement vent was provided. The vent had been operating normally prior to the commencement of the whining noise. The vent was inuse in a homecare situation for a c1/c2 spinal patient, under the supervision of the experienced long term care givers."